Event description:
It was reported during a laparoscopic hernia repair while using an ems stapler the device released five staples into mesh and then stop functioning.a new ems stapler was pulled to complete the case without incident. The ems stapler came from kit #fth20. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46218. Date sent: 11/13/1998. D6: device returned with no lot identification. Endopath endoscopic multifeed stapler: based upon the inquiry info rec'd, the visual examination and the functional test, no conclusion could be reached as to how the reported incident "device released five staples into mesh and then stop functioning" during surgery, occurred. The instrument was examined, found to be functional, and was cycled and fired, the remaining 17 staples well formed. No deformity could be identified during testing. The experience the surgeon reported could not be repeated.